Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd intima ii¿ IV catheter was found leaking as "nurse found blood leaked from between y connection site and the extension tubing." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: a sample and photo were received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, the extension tubing was separated from the connector, the metal wedge of the returned sample contained no observable abnormalities, the same was true for the flare length and however there was no trace of the swage. Additionally the batch record also was reviewed, no related abnormalities were found. The swage station in the manufacturing line is designed to sound an alarm when an abnormality is detect to alert the operator of the problem. Therefore the most likely root cause for this issue is the operators failed to clear all of the affected units prior to resetting the alarm on the machine, allowing the issue to flow continue to finished goods. This is the first instance that that this issue has occurred on the automatic assembly line, bd will continue to track and trend for this issue. Investigation conclusion: the operator may not completely clear the bad product on zone 6 when clearing the fault, which caused bad product flow to the next process.

Event description:
It was reported that during use a bd intima ii¿ IV catheter was found leaking as "nurse found blood leaked from between y connection site and the extension tubing." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that during use a bd intima ii¿ IV catheter was found leaking as "nurse found blood leaked from between y connection site and the extension tubing." There was no report of exposure, injury or medical intervention needed.